Event description:
An asthmatic pt was transported via ambulance due to extreme dyspnea and deteriorated to the point of requiring ventilation via bag-valve-mask. Immediately upon e.r. Arrival the pt was paralyzed to facilitate intubation. The short cylinder that projects from the bag-valve assembly to fit into the mask broke off and prevented caregivers from attaching this resuscitator bag to the endotracheal tube. Mouth-to-tube ventilation was performed until another bag could be secured, delaying application of oxygen and any other treatment.